Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lubricity".

Event description:
Healthcare professional reported via company representative a keller funnel"2 that lacked lubricity with the implant not slipping off the funnel during the insertion process. Healthcare professional additionally reported "something has changed with the funnels", "the implants stick to the funnel no matter how much irrigation we have put inside", "the implant does not slide at all" and "had this problem with 6 funnels."

Manufacturer narrative:
Clarification to : lot number 20k06c.

Event description:
Healthcare professional additionally reported "shell seemed to be thicker than normal and stiff. Implant was very hard to slide through."